Event description:
According to the distributor report, dermabond topical skin adhesive was used to close a laceration of the left lower eyebrow. During the application, the adhesive dripped into the pt's eye and glued the eyelid shut. The medical team attempted to open the eye using ophthalmic ointment and gentle massage but were unsuccessful. Medical team cut the pt's eyelashes. The pt is reported as fine. The head of the dept for the facility indicated that the event was not caused by any product malfunction but due to user error. Facility is reviewing their training and use procedures for the product.